Manufacturer narrative:
Return requested. Replacement axiem 4port shipped to site 10/24/2016. No parts have been received by manufacturer for analysis. On 10/24/2016, a medtronic representative, following-up at the site, reported the navigation system booted up without issue, however, after 5 minutes of leaving it on, the error message shows up "high internal temperature." On 10/26/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failure: axiem communication. Medtronic representative replaced the axiem 4port. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that while in an ear, nose & throat (ent) procedure, the site's navigation system at a new location was using it for their first case when they encountered an issue. The site noted the emitter was not tracking the instruments when they checked em details. The axiem box was not showing connected. The emitter has a buzzing noise. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to proceed with the surgery to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect axiem 4port confirmed the reported event was caused by an electrical issue. The axiem unit was connected to a test system with the ent application for a burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. System remained functional for awhile then the axiem box reported a high internal temperature and shut down. Further observation found the fan was not working causing the high internal temperature. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.